Event description:
A malfunction alarm was reported, identified as malf 0, which could not be reset. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. In response, technical support sent a replacement pump, and the customer was instructed to use an alternate form of insulin therapy, mdi, until the new pump arrived. The customer was also guided on how to store and return the faulty pump, which was under warranty, using a return box and pre-paid label provided by technical support.